Event description:
This unsolicited case from (B)(6) was received on 30- nov-2016 from a physician (obstetrician/gynaecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later 12 days after receiving treatment had ileus of small intestine and after 18 days had wound infection. Patient's medical history included uterine myoma, appendicitis (at the age of (B)(6)) and caesarean sections (at the age of (B)(6)), 3 laparotomies in total: caesarean section x 2 and appendicectomy. On (B)(6) 2016, the patient visited the internal medicine department of the reporting hospital on referral for severe anaemia (hb, 4.4 g/dl). On (B)(6) 2016, she visited the reporting department for the first time on referral and was diagnosed with menorrhagia due to uterine myoma, and a surgery was scheduled. On (B)(6) 2016, she was admitted to the reporting hospital for surgery. Patient had no concurrent condition before surgery and no concomitant use of other medical devices. No concomitant medications were reported. The patient did not smoke. The patient's nutrition status was good and preoperative condition was generally healthy. On (B)(6) 2016, the patient underwent abdominal simple total hysterectomy and adhesiolysis of adnexa uteri (bilateral) (laparotomy) with closed-circuit general anaesthesia, which was an elective surgery. It was reported that no hyperthermic therapy was performed during the surgery. The same day, one sheet of seprafilm (1/4 cut x 4 sheets) (form, route and indication: unknown) was applied to the pelvic floor, without being applied directly to the anastomosis site. It was reported that there was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. It was reported that there was pre-existing adhesion in the lower body of uterus to the bladder, for which adhesiolysis was performed. The inner layer was sutured with vicryl plus and polysorb, and the outer layer was sutured with monocryl (absorbable, mono/multi threads). The ligatures were absorbable mono/multi threads. The operative field was clean. The length of laparotomy incision was 12 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with continuous sutures using absorbable mono thread. The skin was sutured with hands (interrupted sutures, using absorbable mono thread). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision sites. The operative time was 2 hours and 32 minutes (from 16:33 to 19:05). The anaesthesia duration was 3 hours and 43 minutes (from, 15:51 to 19:34). The volume of haemorrhage was 554 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016 (postoperative day 12), the patient was readmitted to the hospital for abdominal pain and vomiting. The same day, (12 days after receiving treatment with seprafilm), the patient was diagnosed with ileus of small intestine (severe; confirmed on x-ray and computerized tomography (CT), and was placed under ileus tube management (until (B)(6) 2016). On (B)(6) 2016, the symptoms recurred after she started to take meals. On (B)(6) 2016, (18 days after receiving treatment with seprafilm), wound infection (moderate; confirmed on internal examinations and blood test data) developed. As of (B)(6) 2016, she was recovering from the wound infection. On (B)(6) 2016, re-laparotomy (release of ileus with small intestinal resection) was performed. Seprafilm was completely absorbed into the body and was not removed, and no other measures were taken. The event remarkably improved after this surgery. On (B)(6) 2016 (postoperative day 12), she had abdominal pain again. Ileus was noted, and an ileus tube was inserted. On (B)(6) 2016, contrast-enhanced imaging of the ileus tube showed favorable small intestinal transit, and the tube was removed. On (B)(6) 2016, she started to take meals. As of (B)(6) 2016, patient was recovering from ileus of small intestine. On (B)(6) 2016, the patient was discharged from the hospital. As of the day, she was recovering from the ileus of small intestine. It was reported that the symptoms of ileus had not recurred at the time of reporting. Corrective treatment: ileus of small intestine: release of ileus was performed and chinese medicine: panax ginseng/zanthoxylum piperitum/zingiber officinale (daikenchuto), p.o., 7.5 g/day, from (B)(6) 2016, pantothenic acid, i.v. Drip, 200 mg/day, from (B)(6) 2016, fursultiamine (alinamin f), i.v. Drip, 100 mg/day, from (B)(6) 2016, ileus omeprazole, i.v., 2/day, from (B)(6) 2016; wound infection: cefmetazole, i.v. Drip, 2 g/day, from (B)(6) 2016. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore (B)(4) genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: ileus (ileus). Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown wound infection. Reporting obstetrician/gynecologist's seriousness assessment: non-serious. Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was suspected to be postoperative infection. Reporting obstetrician/gynecologist's comment: extensive small intestinal adhesion was observed in the application site of seprafilm (the pelvic floor). The adhesion of the previous caesarean section wound was intensive, and absence of peritoneum was extensive in this case. Therefore, a dead space would be readily formed in the retro-peritoneal space. Retention of fluid including blood readily occur, and it was possible that the patient had infection of vaginal stump and the areas around the retroperitoneum, causing progression of adhesion. Additional information was received on 03-jan-2017. Ptc results were added and text amended accordingly. Additional information was received on 28-feb-2017 from a physician (obstetrician/gynaecologist). The additional event of wound infection was added with details. The event term was updated from ileus to ileus of small intestine. The symptoms of abdominal pain and vomiting were added. The event onset date of ileus of small intestine was added. The suspect product start date was added. The information regarding outcome of ileus of small intestine (recovering as of (B)(6) 2016) was added. The patient's medical history of severe anemia and menorrhagia was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 28-feb-2017: this case concerns a female patient who was hospitalized for ileus after receiving seprafilm sheets while undergoing hysterectomy for uterine myoma and also had wound infection. Based upon the information available, the causal relationship between the event and the product has been assessed to be possibly related. Further information regarding patient's current clinical presentation, medical history, concomitant mediactions and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 30- nov-2016 from a physician (obstetrician/gynaecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later after unknown latency developed ileus. Patient's medical history included uterine myoma, appendicitis (at the age of (B)(6)) and caesarean sections (at the age of (B)(6)). Patient had no concurrent condition before surgery and no concomitant use of other medical devices. No concomitant medications were reported. On an unknown date, the patient underwent simple total hysterectomy for uterine myoma. As adhesion was noted during the surgery, adhesiolysis was also performed. On an unknown date, two sheets of seprafilm were applied, once, to the pelvic floor without using sepralap (form, route, indication, lot number and expiry date: not provided). On (B)(6) 2016, after unknown latency, ileus (intensity: moderate) of small intestine developed in the pelvic floor (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2016, release of ileus was performed. As of (B)(6) 2016, patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: ileus (ileus). Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was suspected to be postoperative infection. Additional information was received on 03-jan-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 03- jan-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 05-dec-2016: this case concerns a female patient who was hospitalized for ileus after receiving seprafilm sheets while undergoing hysterectomy for uterine myoma. Based upon the information available, the causal relationship between the event and the product has been assessed to be possibly related. However, post-operative infections could be a confounding factor also. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 30- nov-2016 from a physician (obstetrician/gynaecologist). This case concerns a (B)(6) female patient who received treatment with seprafilm and later after unknown latency developed ileus. Patient's medical history included uterine myoma, appendicitis (at the age of (B)(6)) and caesarean sections (at the age of (B)(6)). Patient had no concurrent condition before surgery and no concomitant use of other medical devices. No concomitant medications were reported. On an unknown date, the patient underwent simple total hysterectomy for uterine myoma. As adhesion was noted during the surgery, adhesiolysis was also performed. On an unknown date, two sheets of seprafilm were applied, once, to the pelvic floor without using sepralap (form, route, indication, lot number and expiry date: not provided). On (B)(6) 2016, after unknown latency, ileus (intensity: moderate) of small intestine developed in the pelvic floor (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2016, release of ileus was performed. As of (B)(6) 2016, patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: ileus. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was suspected to be postoperative infection. Pharmacovigilance comment: sanofi company comment dated 05-dec-2016: this case concerns a female patient who was hospitalized for ileus after receiving seprafilm sheets while undergoing hysterectomy for uterine myoma. Based upon the information available, the causal relationship between the event and the product has been assessed to be possibly related. However, post-operative infections could be a confounding factor also. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.